Event description:
It was reported that the insulin pump stopped giving bolus. Customer stated the bolus turned to dashes when this occurred. Customer's blood glucose was 156 mg/dl. It was confirmed that bolus stopped during delivery. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd, cracked case near display window corners and cracked reservoir tube lip. The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime a/33, excessive no delivery alarm and displacement tests. The insulin pump was programmed with multiple bolus units and monitored and no unexpected bolus stop or max bolus turning to dashes noted during our testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).